Event description:
It was reported that there was a poly exchanged due to instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information such as the primary and revision operative reports as well as patient history, follow-up notes, and an mar of the explanted devices are needed to complete the investigation for determining root cause.

Event description:
It was reported that there was a poly exchanged due to instability.